Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during intraocular lens (iol) implant procedure, the lens initially planned to implant was 13.0 d toric model (t6) lens. After ora measurement, decided to implant a lens with a slightly lower cylinder power of 13.0 d. That's what switched the order to from within the operating room. The circulating nurse went to get it. When nurse came back, carried a company lens 13.0 d. Surgeon was only focused on the spherical power (13.0 d) and the toric model (t5) and completely failed to see that company lens model name. In fact, surgeon was not even aware that a lens of this model was in their consignment. The incision was widened by 0.5 mm using a knife. The intraocular lens was folded inside the eye was removed with lens insertion forceps. The correct lens with cylinder power was then retrieved from the lens implant room and implanted during initial procedure. The procedure was completed on same day without any harm to the patient.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint appears to be related to customer dissatisfaction and not a product defect. Event was related to wrong implant being given to surgeon during the procedure. Instruction for use (IFU) instructs: "examine the label on the unopened package for model, optical power, proper configuration, and expiration date". Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).